Event description:
It was reported that during an auto cuff refixation procedure using the magnum2 knotless implant, after insertion of the implant, the anchor was pulled out of the bone hole when the inserter was retracted. After a new bone hole was drilled, a second anchor was implanted; however, this anchor would not fully screw into the bone and was removed. A third and fourth anchor were inserted; however the surgeon was unable to get the anchors to fully lock into place. The last two anchors were abandoned inside the pt. The procedure was converted to a mini-open and the surgeon opted to complete the procedure using a competitor's product. There was a 30 minute surgical delay, but no pt complications were reported as a result of this event.